Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the c-cover of the gastrointestinal videoscope had a burn. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the c-cover of the gastrointestinal videoscope had a burn. There were no reports of patient involvement.